Event description:
It was reported that the patient received 119 inappropriate shocks caused by oversensing of noise. The oversensing was confirmed with pocket manipulation. It was noted that the patient had fallen prior to the series of inappropriate detections and therapies. The device was explanted due to eri induced by the number of shocks and the pace/sense portion of the lead was capped and replaced with a new pace/sense lead. The high voltage portion of the lead is still in use. No further patient complications were reported as a result of this event. It was further reported that there was high pace/sense lead impedance of greater than 2500ohms. Further information was received that indicates that the high voltage svc coil is now measuring with high impedance of greater than 200 ohms. Follow-up to determine device status indicates that the lead is still in use at this time.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Other: it was reported that the patient received 119 inappropriate shocks caused by oversensing of noise. The oversensing was confirmed with pocket manipulation. It was noted that the patient had fallen prior to the series of inappropriate detections and therapies. The device was explanted due to eri induced by the number of shocks and the pace/sense portion of the lead was capped and replaced with a new pace/sense lead. The high voltage portion of the lead is still in use. No further patient complications were reported as a result of this event. It was further reported that there was high pace/sense lead impedance of greater than 2500ohms. Further information was received that indicates that the high voltage svc coil is now measuring with high impedance of greater than 200 ohms. Follow-up to determine device status indicates that the lead is still in use at this time. No conclusion can be drawn; impedance, high interference oversensing device remains activated shock, inappropriate.